Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were low in the ranges of 53-63mg/dl. Low bgs were treated by consuming juice, and the issue resolved.